Event description:
It was reported that the patient was treated for a rash located at the generator site. It was reported that the rash cleared with treatment. The patient was monitored for a period of time and the rash was noted to have returned. Further follow-up revealed that the rash has cleared and the physician is waiting to see if it returns. It was reported that the patient is allergic and sensitive to many things. It is unknown if any recent medication changes have occurred that may have caused or contributed to the rash. It was reported that device location is suspected as a cause and that if the rash returns the area will be biopsied. Attempts to obtain additional relevant information have been unsuccessful to date.

Event description:
Additional information was received stating that the vns patient¿s rash did not return.